Event description:
It was reported that the patient was not getting an adequate pain relief. All device components were explanted and were not returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred for months based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4), batch: (B)(4).